Manufacturer narrative:
The insulin pump was received with loose drive support disk. The device was unable to prime during priming test due to loose drive support disk and no compromised force sensor system alarm was present. The device had minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system error. Customer's blood glucose level was 267 mg/dl. Customer advised the alarm occurred when they were priming the tubing and insulin was leaking out. Customer advised during the manual prime process the insulin continues to leak after the motor stops. Troubleshooting for the prime rewind was performed. Customer was advised that during seating the force sensor did not detect the reservoir.